Manufacturer narrative:
We received one 746f8 catheter with attached monoject 1.5cc limited volume syringe for examination. The reported event of "waveform was poor and the balloon would not go down" was not confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The catheter passed in-vitro calibration on the vigilance ii monitor. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3c per vigilance manual. The catheter ran cco in 37.0 c water bath on the vigilance ii monitor for 5 minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal. Resistance value of thermal filament circuit was measured and found to be within specification. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached. As stated in the IFU ¿passively deflate the balloon by removing the syringe from the gate valve¿. The balloon failed to deflate fully with the returned syringe attached. The catheter body was free of kinks or indentations and the returned syringe functioned normal. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
It was reported that the waveform was poor and the balloon would not go down. No patient complications were reported. Additional information has been requested from the customer, no response at this time.